Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed error message code "chk electrodes" on the monitor screen while in auto mode. Also, the device displayed error message code "ECG lead off" while in manual mode in leads 1, 2 and 3. The complainant indicated that there was no patient involvement in the reported failure.